Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that when the xience prox 3.50 x 8 mm stent delivery system (sds) was removed from the packaging and protective sheath, there was no stent on the balloon. The sds was replaced with another device to complete the procedure. There was no resistance during removal from the dispenser coil or protective sheath. The sds was prepped according to the instructions for use. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products/therapy date changed from na to unk. (B)(4). A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance and stent dislodgement appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Follow-up information received on 11/22/2017 revealed that the stent dislodged when a new doctor took it through another stent. The vessel being treated was the right coronary artery. A snare was used to retrieve the stent from the patient anatomy with no clinically significant delay or adverse patient effects reported. Another stent was deployed to complete the procedure. No additional information can be provided.